Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Unable to confirm the motor position encoder error alarm due to an overwritten history file. Unable to confirm the motion sensor test failure alarm due to the motor error alarm. Unable to perform the occlusion or unexpected restart tests due to the motor error alarms. The pump passed the displacement, rewind, basic occlusion, prime and self tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was unknown. The pump alarmed motor error several times and pump will be replaced.